Manufacturer narrative:
No product returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the device needs calibration. F: the syringe pump passed the preventative maintenance tests correctly. R: used alaris program to make sure the pump was working correctly and returned it to use. Per customer, no further information will be provided, including patient demographics and no products will be returned.